Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6) hospital, in USA. The title of this report is ¿a retrospective data collection hand and foot bone fragments osteotomy fixation and joint arthrodesis with easyclip staples¿ which is associated with the stryker ¿easyclip staples¿ system. This study includes research done on 16 patients requiring surgery between the period january 1, 2011 and january 1, 2018. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses wound dehiscence followed by revision. The report states: ¿the initial surgery in which the adverse event occurred utilized 20x16x16mm and 15x15x15mm clips. Subject was a (B)(6)-year old hispanic female with a bmi of 34.4 who underwent subtalar calcaneal arthrodesis with additional placement of two screws, and bone graft in a foot that had previously undergone surgery. All other encounters were only implanted with the easyclip staple(s) in the joint location. She developed wound dehiscence 48 days after her index surgery with concern for infection that required a second operation. It is unknown whether the easyclip staples directly led to wound dehiscence. The second operation consisted of removal of screws (not stryker screws) and placement of antibiotic beads, but the easyclip staples were not involved and were left implanted in the bone. Bony consolidation was observed after 101 day after this adverse event occurred. Electronic record documentation suggests patient was noncompliant with medical recommendations as one note describes her to be ¿walking in a shoe when she was instructed to be non-weight bearing¿.¿